Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to be within specification during testing. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No issues were found with the power adapter or contacts. The customer battery was not returned with the device for testing. A review of the event history log identified improper shutdown messages which support the reported issue, however these can result from typical use of the device. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would shut down without user input. This occurred frequently during programming in the general patient ward. There was no patient involvement. No additional information is available.